Manufacturer narrative:
This form was completed by the MFR. See MDR 1920664-2007-00674 for intraocular lens used with this delivery device.

Event description:
The haptic of the lens bent before insertion into the pt's eye using the delivery device. There was pt contact but no pt injury.